Event description:
Coroner called in to report the patient was found deceased in home, on (B)(6) 2023, while still wearing the wcd system. The coroner believes the patient had been deceased for approximately 12 hours prior to the coroner's arrival on the scene. At the moment, the cause of death is unknown. When they appeared on the scene the system was alerting to call 911. Wcd system episode log was reviewed and the wcd system episode log indicated that the patient had received 6 shocks. The patient had also received 19 tachycardia episodes and 14 episodes categorized as asystole. The episodes started at 1:08 pm and ended at 3:59 pm on (B)(6) 2023. The episode and summary reports for this patient were sent to the coroner's office via email to determine the time of death and potential cause of death. The kmts field rep and care coordinators were notified of the incident and will be speaking with the patient's doctor and the coroner. They will also be finding out the cause of death, and pick up the system for evaluation. The wcd role in patient's death is pending additional medical information and evaluation of the to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The wcd system could not be retrieved from the field. All attempts for wcd system retrieval exhausted. Device event log record indicated that the patient was wearing the wcd system during the asystole episode. The wcd is not indicated for the treatment of asystole. Complaint is being closed without the confirmation of device evaluation. Kestra will continue to trend similar complaints.